Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 30th may 2025, it was reported by an arthrex employee via email that an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, its anchor split away during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using another new ar-2324bcc. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is not confirmed. Photographic evidence provided from the field for device ar-2324bcc, batch number 15320303, does not reveal visible damage to the anchor. However, the sutures appear to be disassembled from the device. Based on the available evidence, arthrex was able to determine a most likely cause. The most likely cause can be attributed to misaligned insertion or prying/leveraging of the device during insertion.